Event description:
It was reported that during a percutaneous coronary intervention (pci), the balloon became stuck on a stent. A 90% stenosed, calcified lesion was located in the moderately tortuous proximal left anterior descending artery (lad). Following deployment of another MFR's stent, the quantum maverick mr balloon catheter was advanced for post-dilation. Resistance was met and the balloon catheter could not pass through the stent. Per ivus imaging, the balloon was caught on a stent strut. The physician had commented that a part of the stent was raised. The quantum maverick balloon was removed from the pt without difficulty. Post dilation was then performed with another balloon successfully. No pt complications were reported, and pt status was reported as 'no problem'. Multiple attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The complaint device was not returned; therefore, product analysis was not possible. Without an analysis of the complaint device, it was not possible to confirm the reported damage and inspect the device for possible root causes. As the batch number is unk, a review of the mfg record could not be carried out. The most probable root cause is operational context.